Manufacturer narrative:
A siemens customer care center (ccc) specialist followed up with the customer and stated that the ER (emergency room) samples are processed in a statspin for 180 seconds. The ccc specialist told the customer that there could be potential issues with the use of statspin and the short processing time could introduce fibrin or gel strands into the sample. The ccc specialist sent information and technical bulletins about sample handling and processing to the customer. Quality control information obtained from the customer indicates that the quality control materials were within ranges. A siemens headquarter support center (hsc) specialist reviewed the information in the complaint and has requested for the instrument files to be provided for investigation. The cause of the discordant, falsely elevated cardiac troponin I (tni) result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained for a patient sample on a dimension exl with lm instrument. The initial result was not reported to the physician(s). The initial result was identified to be above the 'high panic' limit and was auto-repeated as per the laboratory's protocol. The auto-repeat of the sample and a repeat test of the same sample resulted lower for cardiac troponin I (tni). A new draw from the patient also resulted lower for cardiac troponin I (tni). One of the repeat results was reported to the physician(s). There are no known reports of patient intervention due to the discordant, falsely elevated cardiac troponin I (tni) result. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the discordant, falsely elevated cardiac troponin I (tni) result.

Manufacturer narrative:
The initial MDR 2517506-2018-00469 was filed on 21-aug-2018. Additional information (23-aug-2018): the data files from the instrument were provided for investigation. Additional information (13-sep-2018). A siemens headquarter support center (hsc) specialist reviewed the information in the instrument files. There was no indication of a malfunction with the reagent or with the instrument. The instrument data indicates an atypical aspiration for the sample when the discordant cardiac troponin I (tni) result was obtained. The customer is not following the tube manufacturer's recommendations for centrifugation, by spinning the sample for 3 minutes instead of 10 minutes. The instrument data are within specifications and there are no other reports of discordant patient sample results or issues with quality control recoveries. Sample integrity issue was identified to be a potential cause for the falsely elevated cardiac troponin I (tni) result. The instrument is performing according to specifications. No further evaluation of the device is required. The method, result and conclusion codes have been updated.